Event description:
Applicator was being used to apply a clip. When the applicator and clip were inserted into the pt, the clip did not re-open as it should. Another type of occlusion device (fallope ring) and applicator were used to complete the case. No pt complications were reported.